Event description:
Resistor in transducer must be broken. Nurse states that there was a rapid infusion of heparin flush. Not contained by the resistor. Not sure of what rate they were running at. Should have been using a volumetric infusion pump. No additional information provided.

Manufacturer narrative:
Able to flush fluid through fast flush pathway when poppet was not activated (pulled.) Poppet appeared tilted and lifted up from the bottom of fluid path (poppet supposes to push against the bottom well of flush device housing when poppet is at close position.) Poppet was found misformed (short shot.)